Event description:
I had three distinct situations while in other country, that I think were caused by the inproper functioning of the infusion set -lot 8-. The first was at warwick castle. Within 45 minutes of arriving at the castle, I became disorientated while inside the castle and had to go outside. I was dizzy and confused and too weak to walk. I used a motor cart to take me back to the buses, where I laid down on the back set and slept for 3 hrs. -the buses were scheduled for a 4 hour stay at the castle.- two days later, I was looking for a restaurant to eat lunch. My wife and I spotted a restaurant 1/2 block away. I became so weak, that I could not take another step and proceeded to collapse on the sidewalk. Luckily, my wife said she caught me as I fell preventing more serious injuries than sore knees. When I opened my eyes I was surrounded by people. I have been diabetic for 30 years and never passed out before. The third occasion occurred when I arrived home. While grocery shopping, I became very weak and disoriented and had difficulty concentrating. This continued for about six hours. I then get notified from medtronic that the tube leading to the infusion set can be faulty. Dose or amount: hardware to deliver insulin. Dates of use: 2008 - 2009. Diagnosis or reason for use: I am diabetic.